Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for explant of the right ventricular lead for an unreported indication. Further information was requested but not received.